Manufacturer narrative:
The pump was returned to animas for eval. During testing, load step correctly detected cartridge. A review of the pump history revealed loss of prime warnings related to failure to prime after load cartridge step; there is no evidence of loss of cartridge detection. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
Pt reports pump dispensed insulin during load cartridge phase.